Event description:
It was reported that the data files showed that the flow rate in the neonate arctic gel pad dropped below 0.6 lpm and therefore the heater was severely power limited. They discussed due to the low pump speed and stable pressure this appeared to be a kinked pad line. The device was operating as designed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data files showed that the flow rate in the neonate arctic gel pad dropped below 0.6 lpm and therefore the heater was severely power limited. They discussed due to the low pump speed and stable pressure this appeared to be a kinked pad line. The device was operating as designed. Per follow up information received via task on 07mar2025, case data was reviewed with technical support and customer, and all agreed the issue was a kinked line. They confirmed therapy completed and device was still in service.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.